Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, additional evaluation could not be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles and a hole in the patient line of a homechoice cassette were observed. This occurred during the first part of the first fill of automated peritoneal dialysis (apd) treatment with a clara device. The patient was connected at the time of the event and when the air bubbles were observed, the patient stopped the treatment and found a hole in the patient line of the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.